Manufacturer narrative:
Investigation is underway.

Event description:
It was reported by svc report that the unit is leaking fluid from the hydraulic assembly. There was pt involvement, however, no adverse consequences are reported.